Event description:
Per information provided: (B)(6) 2005- patient was diagnosed with left inguinal hernia, thereby underwent open repair, with implant of perfix plugs (device 1 and 2). Per op notes, ¿a large direct hernia defect was noted on the abdominal region. Two large perfix plug (device 1 and 2) was sutured together and placed into the defect and tacked¿. On (B)(6) 2017- patient was diagnosed with left inguinal mass and pain, thereby underwent laparoscopic repair with explant of perfix plugs (device 1 and 2) and implant of synthetic mesh. Per op notes, ¿perfix plugs (device 1 and 2) were found folded and the meshes intending over the bladder. The perfix plugs (device 1 and 2) along with scar tissue were excised. A synthetic mesh was placed on side of the hernia and tacked¿.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.